Event description:
The laboratory department uses wash 1 xp in the advia centaur and had no supply of the wash 1 xp on hand. Siemens was consulted and instructed that in the interim, we could manually mix the wash 1 small container into the into the reservoir. This was done and on the evening shift earlier this month, the advia centaur xp was used to process samples. The a.m. Of the following day, it was noted that the vitamin d levels were abnormally high for multiple sequential customers which led lab to question the results. A technician noticed a "strange smell" when emptying the advia centaur xp's wash reservoir. Lab staff changed out the wash solution and ran the instrument through multiple wash/rinse cycles. Testing was repeated and there were result discrepancies noted. This pointed to the fact that there was something wrong with the wash solution and because this wash reagent would affect other tests in addition to the vitamin d, lab staff retrieved additional samples for repeat testing of all affected assays. Corrected results for vitamin d, bnp, all (B)(6) testing were called to patient care providers. Possible factors: the supply issue resulted in the need to mix a smaller size wash reagent into the reservoir. It is unknown whether there was bad wash buffer or the possibility that incorrect reagent was loaded by technical staff. It was mentioned that there was a "strange smell" from the wash reservoir. The wash 1 does not have an odor. We do have available, small containers of base reagent. This does have a strong odor and the lab technician who reported the "strange smell" indicated that this odor was "a little like" the odor of the base reagent. To address ordering issue (no large container of wash 1 xp on hand): the person that is in charge of the product orders it monthly. While the person who routinely orders the supply was on vacation, we ran out of the large container. The ordering process was reviewed and it was determined that we will change our process to ordering every few weeks versus monthly to assure that we do not run out of the wash xp. Post event review indicates that there are no concerns regarding harm to our customers because of the specimen processing issue. To-date there have been no cases in which additional work-up related to this event has been required.